Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective reagent syringe. The fse replaced the reagent syringe to resolve the issue. (B)(4).

Event description:
The customer reported the generation of low patient results for glu (glucose), alt (alanine aminotransferase), alb (albumin), bun (blood urea nitrogen) and co2(carbon dioxide) on their au680 chemistry analyzer. The initial low results were not reported out of the laboratory; therefore, there was no impact to patient treatment. Quality control was within the laboratory's established range before the event.